Event description:
Mini button 14fr 1.7 cm in place for approximatley 60 days. Pt began crying in the middle of the night, and woke mom. Mom found button in the bed with the balloon ruptured. The bottom portion of the balloon was missing.